Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during a procedure, high threshold was observed. The lead was not used and was replaced. The patient was stable.